Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported gripper actuation ¿ single could not be determined. The reported difficult or delayed positioning (anatomy) was due to operational context. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. Imaging was difficult. The steerable guide catheter (sgc) was inserted and the mitraclip delivery system (cds) was advanced to the mitral valve. The clip got caught on chordae, trouble shooting was performed, the clip was freed without causing injury. During troubleshooting, the grippers were being tested, and it was noted that one gripper arm stayed immobile, it did not raise or lower. The clip was not implanted and was removed. A total of two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.